Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was pulled back into the right atrial (ra) lead. Additional information indicates that lead dislodgement was confirmed via fluoroscopy and noted loss of capture. In addition, the lead was cut multiple times. The lv lead was explanted. No additional adverse patient effects were reported.